Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that a patient experienced lower left back pain, and a pocket revision procedure was performed in (B)(6) 2025. The patient was instructed to turned off stimulation. They plan to schedule a follow-up appointment with the implanting physician. The patient later reported ongoing pain in the left hip despite the device being deactivated. They have expressed a desire to have the device removed and will contact the doctor office to schedule an appointment.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to pain which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient experienced lower left back pain, and a pocket revision procedure was performed in (B)(6) 2025. The patient was instructed to turned off stimulation. They plan to schedule a follow-up appointment with the implanting physician. The patient later reported ongoing pain in the left hip despite the device being deactivated. They have expressed a desire to have the device removed and will contact the doctor office to schedule an appointment.